Manufacturer narrative:
Findings: insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm and no audio/vibrate anomaly during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, broken belt clip slot and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had an absence of alarm and damage. The customer¿s blood glucose level was 45 mg/dl at the time of the incident. The customer reported not getting insulin, not receiving the alarm or vibration and waking to the low blood glucose level. The customer reported cracked broken plastic at battery and reservoir compartment where it locks in place. The customer treated the low blood glucose level by drinking juice and checking blood glucose level every 15 minutes until the blood glucose is in a good range. The customer did troubleshoot the issue. The insulin pump will be returned for analysis.